Event description:
It was reported that a large volume infusor administered an expected volume of medication in less time than expected. The device was filled with 4200mg fluorouracil diluted with sodium chloride 0.9% bp. The total volume was 230 ml. The expected infusion time was 46 hours; however, the device was empty after 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional rate flow testing was performed on the device. The flow rate was found to be within the product's specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.